Event description:
Pt had his first surgery in 1998 for hydrocephalus secondary to an arachnoid cyst. At that time he had a delta shunt valve and a ventricular catheter placed. On 11/22/98, the pt returned to surgery because the cyst enlarged, causing an increase in the hydrocephalus. The surgeon revised the shunt in order to drain the cyst by using a y connector (ps medical) and a cordis catheter. The pt did well until 2-3 weeks ago, when he began experiencing headaches and some puffiness near his incision. A CT scan on 5/7/99 showed contrast leakage at the shunt site. He went back to surgery in 1999. During surgery, the surgeon noted a fracture in the y connector, as well as one in the catheter. These were successfully replaced and he was discharged on 5/10/99.